Event description:
Reporter indicated that during vns revision surgery, a newly unpackaged vns generator was showing high lead impedance with sys diagnostics testing and the pt's resident vns lead. Diagnostics were within normal limits with the old generator and resident lead. Reinserting the lead pin back into the new generator did not resolve the high impedance. The generator was not implanted. A different vns generator was implanted without incident. The suspect generator has been returned and is pending analysis.